Event description:
In response to an acute inferior wall myocardial infarction, a coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. During an attempt to expand the stent, a loss in balloon catheter pressure was noted and the maximum pressure attained was reported at 5 atm. Contrast media was also observed emanating from the balloon catheter. An attempt to retrieve the sds into the guide catheter was unsuccessful. Subsequently, the balloon catheter was observed to be transected, however, guidewire positioning was maintained. The transected balloon catheter was partially retracted into the guide catheter and a second balloon was introduced in a successful attempt to retrieve the balloon catheter fragment. Attempts to fully deploy or crush the stent against the vessel wall were unsuccessful. There was no further action taken relative to the stent and there were no clinical sequelae reported relative to this event.